Event description:
A falsely elevated troponin I result of 1.26 ng/ml was obtained on a patient sample. The result was not reported to the physician. The sample was retested and a result of 0.06 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result was r1 probe and drain contamination.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was r1 probe and drain contamination. The customer replaced the probe and cleaned the drains. The instrument is performing within specifications.